Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell and the pump screen cracked. The customers blood glucose (bg) was impacted 56 mg/dl. The customer consume juice to stabilize (bg) level. It was indicated that the contact was unsure what caused the customers low (bg) level. Contact stated the pump is still functional, and customer will continue to use the pump for insulin therapy and has manual injections available.